Manufacturer narrative:
T:slim user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 500 (mg/dl). Customer administered a correction bolus with the pump and bg levels decreased to the 300s (mg/dl). System check with tandem technical support indicated pump was performing as intended. Reportedly, cartridge uses humalog and customer had changed supplies two hours prior to calling technical support; however, prior cartridge and supplies had been in use for 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to consult with health care provider to discuss factors that may be affecting bg levels and call tandem technical support for any future bg events.